Event description:
Philips received a complaint on the v60 ventilator indicating that there was a machine pressure sensor auto zero failed alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer confirmed with the remote service engineer (rse) that there was a machine pressure sensor auto zero failed error code logged in the device event log. The rse informed the customer to perform the following troubleshooting steps in this order: verify the pin alignment between the solenoids and data acquisition (da) printed circuit board assembly (pcba), replace the 2nd and 4th proximal autozero solenoids, and then replace the da pcba. The rse, at the request of the customer, provided the part information for the solenoids and da pcba. The investigation is ongoing.

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted on 17feb2025, 04mar2025, and 11mar2025 to obtain patient information from the time of the event, confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.